Event description:
Received complaint on 9/16/96. The complaint reported that on 8/27/96, an epidural introducer was being withdrawn and became hung up. As more force was applied to remove to introducer, it began to stretch. A small incision was made at the insertion site and with the aid of sterile forceps the device was removed without further complications.